Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the delivery system handle was not fixated and kept turning, which did not provide enough support to cross the tricuspid valve. The delivery system was removed. The same issue was noted with the new delivery system which was also removed, only after the device was successfully placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial delivery system was returned, analyzed. Analysis indicated that the shaft of the delivery system was mechanically bent. The delivery system shaft was mechanically kinked/buckled. Visual analysis of the lead indicated damage during use. The analyst noted that the device, the tether and the tether pin were cut off, not returned. Visual inspection found the inner shaft visible bent inside of the device cup. The outer shaft is kinked 2cm from the distal end of the delivery system. Articulation test was performed, curvature could be applied. But the curve angel cannot go further due to the inner shaft kinked. If information is provided in the future, a supplemental report will be issued.